Event description:
Info rec'd that the bed was alarming. No injury reported.

Manufacturer narrative:
Technician found the bed in storage area. Found right ucm label was torn, allowing fluid in on right ucm board. Replaced right ucm board and label to resolve this issue.